Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the "lower 300 mg/dl" range. Reportedly, the customer received, and was using the wrong infusion set size. Customer delivered a bolus to address elevated bg levels.